Event description:
This petition is about breast implants and the long term medical issues that may occur. Several women are getting implants and not being told about the auto immune issues and others than can come along with these. I have had I'm still having several issues that are summed up to what drs have no idea what's causing them.